Event description:
It was reported that the patient representative (pt rep) thinks there is something wrong with the patient programmer because the orange sync button, without pressing the stim on button, would turn therapy on sometimes. Pt rep said this would only happen if patient (pt) therapy had been turned off for a longer period of time but didn't happen if pt's therapy had been off for just a short while. Pt rep said in the cases where therapy had only been off for a short while pt rep would sync the patient programmer with the dbs and screen would show off and ok and then stimulation on button would need to be pressed to turn therapy back on. Pt rep said this wasn't the case when therapy had been off for longer amount of time (6-8 hrs), they would sync the patient programmer with the dbs and the screen would automatically say on and ok without the pt rep pressing the on therapy button (when therapy had been previously off). Pt rep said because of this the patient programmer was turning the dbs therapy on automatically with just the sync button and it shouldn't do that. Pt rep said pt always felt a "shock" when therapy came back on. Pt rep said they had just started noticing this issue after pt's tremors got worse and new programming was added about 4 weeks ago. Pt rep said programming wasn't working and indicated it was some type of cycling programming. Pt rep said the hcp had told pt rep to turn off therapy for periods of time here and there for it to work better to give the patient's brain a break. Pt rep said they didn't use the patient programmer that much to turn therapy off/on because it had tired the patient out. The circumstances that led to the reported issue were asked but unknown. During call, patient services (pss) walked pt rep through how to properly use patient programmer and pt rep was displaying that they knew correct function of patient programmer. Pt rep reported there was corrosion inside the battery compartment of the patient programmer so pss sending replacement patient programmer. Pt rep said that the patient's implant would randomly shut on and off without using the patient programmer, pt rep said pt knew this because they would feel a shock. The issue was not resolved. Pss reviewed if issues continue pt must follow up with hcp (in regards to checking programming, specifically cycling). Pt rep said pt had just been at hcp and nurse said implant was fine when it was checked. Pss suggested pt rep keeping log if issue continues with replacement patient programmer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.